Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was not detected on the communication bus. A field service engineer removed all obstacles, as the albuterol packages were overfilled in the matrix drawer and subsequently rebooted the station to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the cubie drawer required maintenance. The customer indicated that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.